Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. During the inspection the reported event was confirmed bent pins in the connection port. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer report to olympus their evis exera iii video system center displays an error code b30 during preparation for use in a procedure. There was no death, injuries or harm reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the reported phenomenon of ¿error code b30¿ was duplicated and it was surmised that the phenomenon occurred because the video connector pins were bent. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not touch the electrical contacts inside the video system center¿s connectors. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ olympus will continue to monitor field performance for this device.